Manufacturer narrative:
The indication for the study index procedure was an acute non-st elevation (nstemi) myocardial infarction (mi) with testing ECG changes. The onset of pain was said to be equal to or greater than twenty-four hours and equal to or less than seventy-two hours (=>24 hours and 72<= hours). No staged procedure was planned. The patient's left ventricular ejection fraction (lvef) was not provided. The target lesion was the proximal lad. The lesion was reported to be: an isr of a previously implanted (unknown) cypher stent, 3.0 mm vessel diameter, 10 mm length, a 90% stenosis, concentric, and type b1. A cypher select plus 3.0x13 mm stent was implanted at 18 atm via direct stenting. The stent was post-dilated with a 3.0x12 mm balloon at 24 atm due to stent under-expansion. A sub-optimal result was obtained. The residual stenosis was 5%. The flow pre and post-procedure was timi 3. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The pt was discharged the day after the procedure. At the one-month follow-up, the pt was reported to be asymptomatic and was continuing her medical regimen. At the six-month follow-up, the pt was reported to have angina and was continuing her medical regimen. The pt was reported to have had an episode of non-cardiac chest pain five months after the index procedure. Please note that device is distributed outside the united states; however, it is similar to the united states product. The product is not available for eval and testing. A report received from the study indicated that the pt was enrolled into the study and had one lesion treated during the index procedure. One lesion was treated in the proximal lad during the procedure. The lesion was reported to be an in-stent restenosis of a previously implanted unknown cypher select plus stent. The stent had been placed approximately five weeks earlier. The pt is a female. The patient's medical history includes: obesity, previous percutaneous coronary intervention, diabetes mellitus, and a previous myocardial infarction (mi). The patient's age and medical history puts her at increased risk for mace. As per the instructions for use (IFU), pre-morbid conditions that increase the risk of a poor initial result or the risks of emergency referral for bypass surgery (diabetes mellitus, renal failure, and severe obesity) should be reviewed. There is no info available regarding the implant of the unknown cypher. The device remains implanted in the pt and is not available for inspection. Manufacturing records (DHR) could not be reviewed, as the product catalog and lot number are not available. Restenosis is a known complication of coronary stenting. No info was provided regarding the procedural/implantation data regarding this device. Based on the available info, there are possible pt factors (age, medical history of obesity, diabetes mellitus, and a previous myocardial infarction) that may have contributed to the event. Please note that this is the initial/final report for this product.

Event description:
The report received form the study indicated that the pt was enrolled in the study and was found to have one-vessel disease and had one lesion treated during the index procedure for the study. The target lesion was the proximal left anterior descending (lad). The lesion was reported to be an in-stent restenosis (isr) of a previously implanted (unknown) cypher stent. The stent had been implanted in the target vessel approximately five weeks earlier. The restenosis was treated by implantation of a cypher select plus 3.0x13 mm stent.